Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that during a surgical procedure, two blades broke at the mount. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported. This report is for the first blade that broke.